Manufacturer narrative:
The reported complaints of user advisory - ua 16 (timeout moving to take-up position) and ua 12 (lifeband not present) error messages on the autopulse platform (sn (B)(4)) were confirmed during archive data review. Error ua 16 was observed during functional test but not error ua 12. It was determined that the root cause of error ua 16 was due to seized brake gap. Per the battery hangtag-advisory codes description and action, ua12 is an indication that the autopulse has detected that the lifeband is not properly installed. Further evaluation of the platform found no problem with the belt switch assembly. To remedy error ua 16, the brake gap was un-seized. The platform was run for approximately 10 minutes with a large resuscitation test fixture (lrtf) with no faults found. The ap platform was tested and as expected, it passed all functional tests and ready for clinical use. During visual inspection, damaged front enclosure was observed. This type of physical damage on the ap platform can occur due to normal wear and tear. The damaged part identified has been replaced. This issue was unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in september 2013. Initial functional testing could not be performed due to error message ua 16 (timeout moving to take-up position) displayed upon ap platform power on. During archive data review, error messages ua 16 (timeout moving to take-up position) and ua 12 (lifeband not present) were identified multiple times on the date of the reported complaint occurred. Thus, confirming the reported complaints. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints reported for autopulse serial number (B)(4). Ccr (B)(4) reported on 7/18/2017. The brke gap was un-seized to remedy the fault. Ccr (B)(4) reported on 3/4/2014. The drive train was replaced.

Event description:
As reported, during shift check, the user's autopulse platform (sn (B)(4)) displayed error message user advisory - ua 12 (lifeband not present) and also, ua 16 (timeout moving to take-up position) upon power-ups. User was unable to clear error message ua 16. No patient involvement.